Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates a damaged dilator tip. Significant dried blood was observed on the returned sample indicating the device had been used.

Event description:
The customer alleges the dilator tip was found damaged before use on a patient.

Manufacturer narrative:
(B)(4). The customer returned one percutaneous sheath introducer and a lid stock for evaluation. Visual examination revealed the tip of the dilator is frayed back. The device contained signs of use in the form of biological material on the interior and exterior. The device tip contains white coloration, indicating the dilator was under stress. The length and outer diameter of the returned dilator were measured and were found to be within specification. The inner diameter of the returned dilator could not be determined as the tip was damaged. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit instructs the user to perform a skin wheal using desired needle before dilating skin. The customer complaint of a damaged dilator tip was confirmed by complaint investigation. The returned dilator tip was frayed and the dilator showed signs of use in the form of biological material. The tip also contained white stress marks, indicating force caused the damage. A device history record review was performed with no relevant findings for this investigation to suggest a manufacturing related issue. Based on the condition of the sample as received, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges the dilator tip was found damaged before use on a patient.